Manufacturer narrative:
D10: logic femoral ps cem right sz 5 (cat# 02-010-01-0350 / serial# (B)(6)) lgc tibial fit tray cem sz 5f / 5t (cat# 02-012-45-5050 / serial# (B)(6)) three peg patella 35mm (cat# 200-02-35 / serial# (B)(6)) holding pin small headed short 4 pack (cat# 201-78-11 / serial# (B)(6)) the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by legal notification, approximately 8 years and 3 months post the initial right total knee arthroplasty, the patient made an allegation against exactech, but does not appear to have been revised. Because the patient has filed a legal claim, it appears that they are alleging prosthesis wear of an exactech polyethylene device.